Event description:
A malfunction was reported on the pump with a malfunction code of malf 16, and error codes were provided. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support decided to replace the pump. The customer was informed about receiving a replacement pump with updated software and was guided on necessary steps, including how to use storage mode and the return process for the faulty pump, which they acknowledged. The customer planned to use multiple daily injections as backup therapy to ensure continued insulin delivery until the replacement arrived.